Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the blood parameter monitor (bpm) partial pressure of oxygen (po2) was reading high despite calibration and multiple blood gas recalibrations. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: b5.

Event description:
Per clinical review: on (B)(6) 2024, the team experienced a problem with the blood parameter monitor (bpm) during cardiopulmonary bypass (cpb) where the partial pressure of oxygen (po2) was reading abnormally high despite calibration. There was no change out, no delay, no blood loss, and the procedure was completed successfully. Per information provided by the manufacturer's subsidiary affiliate, the issue may be related to the prime solution the customer uses being too acidic and therefore causing the shunt sensor microsensors to malfunction. The sales representative instructed the customer to add the shunt sensor after the solution ph is normalized.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.